Event description:
Customer received results of 30.5 mmol/l and 20.8 mmol/l on the mobile system, and result of 13.9 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.